Event description:
It was reported that the patient was experiencing intermittent diaphragmatic stimulation from the left ventricular lead. The pacing threshold measured by the left ventricular capture management (lvcm) feature to ensure capture was high and lowering the output was discussed however there are no other programming options with the unipolar pacing configuration. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2006.